Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, customer had not entered their transmitter ID correctly into their pump. Additionally, the customer had delivered a meal bolus via pump which caused a low blood glucose of 52 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer input the correct transmitter ID into their pump and continued to use pump for insulin therapy.